Event description:
The customer contacted baxter's technical service center regarding a high drain 106/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp). The technical service representative (tsr) had the home patient (hp) cycle the power, but was unable to clear the alarm. The hp stated that they noticed a high drain amount last night, but stated that at no point did they feel iipv symptoms. The hp stated that they had been absorbing a lot of solution which made his legs swollen, so the registered nurse (rn) changed the solution strength to pull off the excess solution. The hp would use manual supplies for the night. The tsr advised the hp to call the rn as soon as possible and let her know about the high drain volume. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on 27 sep 2012 regarding the reported alarm. The nurse stated that she was aware of the event. She stated that the patient has been doing fine since then. She stated that they were seeing the patient tomorrow, and stated they would follow up with him at that point. The nurse stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was use error; the tidal total ultrafiltration (uf) removal was set too low due to use of higher dextrose solution than usual. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.